Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke. However, it is unknown at this time when or how the device broke.

Manufacturer narrative:
Visual inspection of the returned device confirmed that the locking post had fractured off at its base. All parts were returned. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional (tasp) construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. This is a previously addressed design issue.